Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 353 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection. Customer changed pump supplies to address the issue. Customer was unable to complete system check with tandem technical support at time of call; however, multiple attempts were made by technical support to follow up with the customer and complete the check, but no response was received.